Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open midline ventral hernia repair procedure on unknown date between (B)(6) 2006 and (B)(6) 2012 and mesh was implanted. Following the procedure, the patient possibly experienced surgical site infection or mesh infection and undergone a placement of alloderm, which was able to be salvaged without explantation or required explantation of the infected mesh that occurred anywhere from two weeks to three weeks post-op. It was also reported that the patient possibly experienced hernia recurrence, fistula, hematoma, seroma and/or wound necrosis/dehiscence. No further information is available.